Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The cutting wire on the tip side was cut at the position of the fixing hole. The fracture surface of the tip side was smooth, and the fracture surface of the rear end side was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. The cutting wire including the coated part was missing about 14 to 20 mm. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated, and it caused spark. Then, a part of the cutting wire became extremely hot, resulting in breakage. When the user withdrew the subject device from the endoscope, the cutting wire of the tip side contacted to the metal part of the forceps elevator of the endoscope, resulting in cut and falling. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the cutting wire.